Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address their bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.